Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2019-05015. It was reported that the patient was experiencing ineffective stimulation due to high impedances. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue. Note: since it is not known which device was causing the issue, all devices are being reported on.